Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Prime properly. No excessive no delivery/occlusion alarm noted. No unexpected back light anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had random no delivery alarms, buttons did not let customer pick certain options on insulin pump and customer did not complete process to prime, insulin pump backlight did work when the battery start to get low. Customer's blood glucose value was unknown. Customer declined to report helpline portal. The device will not be returned for analysis.